Event description:
Abthera machine quit working on day shift, request through equiment management made on day shift. Night shift called to inquire where machine was, told it was being delivered. 2 hours pass, still no machine, follow up call resulted in being told that there were no available machines throughout hospital including or. Call placed to company via equipment management, closed for weekend. Abthera machine completely failed, no longer turns on.